Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this even.